Event description:
The doctor was performing a laser turp procedure. While using the laser intermittently, there was a flash of light in the room. The doctor reported that the laser fiber broke and requested another one. The doctor, who was wearing protective glasses, states the doctor was not looking directly at the fiber but at the tv monitor. At this time, the circulating nurse was documenting at the computer with the glasses removed temporarily and the anesthesia resident, was putting in an a-line and not wearing protective glasses. The procedure was completed successfully with a second fiber.